Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip fire prematurely before pressing the handle. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.